Event description:
Healthcare professional reported a removal of the lap-band for unk reasons that will take place on (B)(6) 2014. It is unk how it was first noticed. It is unk if the device will be replaced. At this time, device remains implanted. Follow-up info: "the pt removed the device because [the pt] had no success with weight loss and only lost 40 lbs. The pt had an umbilical hernia and adhesion that was cauterized during removal of the lop-band system." The entire lap-band system was removed, but not replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of 12/2000, clinical study 299 patients total)." Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias. Device labeling addresses the potential of adverse events as follows: "gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the u.s. Study, 42% of the u.s. Patients undergoing revisions were reported to have developed adhesions involving the stomach."